Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye noted damage on the dark blue female connector of the transfer set. Functional testing including clear passage test and clamp function tests were performed with no issues noted. Leak testing using an in lab minicap attached to the dark blue female connector revealed a leak between the female connector and the minicap. The damage on the sealing area of the dark blue female connector was the cause of the leak. The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked; further described as ¿the set cannot fit tightly to mini cap and had iodine leakage." This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to h10: leak testing was also performed using the returned minicap attached to the dark blue female connector which revealed a leak between the female connector and the minicap. The damage on the sealing area of the dark blue female connector was also the cause of this leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. (Omitted on initial). Should additional relevant information become available, a supplemental report will be submitted.